Manufacturer narrative:
(The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.)

Event description:
It was reported that an unspecified malfunction occurred after the customer jumped into a pool with the pump. Customer's blood glucose level was 320 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.